Event description:
The customer reported to olympus, the lcd monitor had no image ¿ a black screen appears after about 30 minutes of booting. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for evaluation and found that the g1 (printed circuit) board failed. The additional findings not reported in the b5 were found during the evaluation. The poor g2 board and a third repair of the fan caused the device to report a fan error. There were scratches on the outer screen. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the intended procedure was diagnostic gastroscope. The patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: b5 and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the black screen appeared occured due to printed-circuit board failure. Olympus will continue to monitor field performance for this device.